Manufacturer narrative:
During the preventive maintenance visit the field service engineer (fse) found an obstruction in the vacuum tube of the modules. The obstruction was cleared and the customer has had no further issues. The investigation determined the obstruction in the vacuum tube was the root cause of the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned sodium (na) and potassium (k) results for multiple patients tested between (B)(6) 2019 and (B)(6) 2019 on 2 cobas 8000 ise modules. The customer provided discrepant na results for 6 patient samples. Of those 6 patient samples, 2 patient samples also had discrepant k results. This medwatch will cover serial number (B)(4) (module 1). Refer to medwatch with patient identifier (B)(6) for information on serial number (B)(4) (module 2). No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and checked module 1. It was observed that the vacuum needle did not empty completely into the dilution chamber. The vacuum nozzle was replaced and primed multiple times. An ise check was ok. The customer looked at the serum in the primary sample tubes and this looked fine. The customer continued to have issues after the service visit. The customer had replaced the na electrode the week of (B)(6) 2019 prior to the discrepant results on (B)(6) 2019. Preventive maintenance was performed on 07-mar-2019. Investigations are ongoing.